Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The patient was placed onto impella support for cardiomyopathy. While on support, slight oozing was noted at the incision site. The catheter appeared to be pulling due to being snagged. Oozing began after this event. Oozing occurs only with excessive coughing, otherwise, the site is dry. The patient had left hemiparesis and was found to have right middle cerebral artery infarct. The patient was taken for a thrombectomy and heparin was withheld.

Manufacturer narrative:
Section d catalog number was corrected. No product was returned for investigation. Minor bleed: the cause of the bleeding is determined to be use issue due to patient movement because the patient disoriented attempting to clean himself caused the bleeding. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Explant date added d6b updated.